Manufacturer narrative:
Device evaluation summary: deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
A 3.00x30mm resolute onyx rx coronary drug eluting stent with a different lot number to what was reported was returned for analysis. Further details are not available. No patient injury was reported.